Manufacturer narrative:
Product event summary: at analysis it was noted that one pin inside the plug was bent flat and that continuity tests were conducted using test probes due to the damage, the connections were shorting together due to the damage.

Event description:
It was reported that the cable used with the external pulse generator was not able to be "locked" into the socket and was able to be pulled out easily. It was further noted that this same cable was tried with 4 different adaptors and had the same result each time. When it was replaced with other cables, they were able to be connected and secured in the same adaptors. The cable is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.